Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion set tubing was bent at the place of the needle. Patient had also reported that lumps are forming at the infusion site. No further information was available.